Event description:
It was reported that customer received a minimum fill notification while attempting to load a new insulin cartridge into pump. There was no adverse impact to the customer¿s blood glucose level. Customer was instructed to remove pump from case, clean pneumatic tap area, and attempt to reload same cartridge, which did not resolve issue; technical support then guided customer through properly filling and loading new cartridge, and loading second cartridge resolved issue, allowing customer to resume insulin delivery.